Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. The insulin pump was monitored and no blank display and no missing segment during our testing. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the pump screen had vertical stripes and did not do anything anymore. Troubleshoot was conducted. It was reported that the pump would be replaced and returned for analysis. No further information provided.